Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. No cosmetic damage noted. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.